Event description:
The manufacturer received information that a patient has passed away. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This correction is being filed to clarify this event is not related to the recall. No other changes made.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient has died. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously became aware of an allegation that an end user has passed away while using a dreamstation auto CPAP. There is no allegation that the device contributed to the death. No other clinical information or medical interventions were reported. The updated describe event or problem will be: the device was returned to an authorized service center for evaluation. The device was visually inspected. During the evaluation, the service center founds no faults and the device passed all tests. In box d: product UDI, device serviced by 3rdp?, device available for eval?, device available for eval?, date returned to mfg are updated in this follow-up. In box g: date received by mfg is updated in this follow-up. In box h: device avail. For eval? (Rfb), device evaluated by mfg?, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated in this follow-up.